Manufacturer narrative:
(B)(4) - although there was no reported impact to the patient, the event description indicates that some minor blood loss did occur. The estimated amount of blood loss was unable to be determined the involved device was returned to the manufacturing facility in (B)(4). Visual inspection of the returned device did not find any anomalies or damage. Leak testing was performed on the actual sample, no leak was noted. The sheath was inserted over the involved catheter and then leaked tested, a leak was observed. A leak was also observed when the sheath was inserted over a factory retained guidewire and leak tested. The cross-cut valve was inspected under magnification in both cases. A gap was found to have generated between the cross-cut valve and the device inserted in it. The cross-cut valve itself was closely inspected under magnification. It was noted to have a flaw off center of the slit, penetrating through the back side. This flaw appears to be the cause of the generation of the gap between the cross-cut valve and the involved catheter and between the cross-cut valve and the guidewire. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported experiencing bleeding around the sheath valve during a radial cardiac catheter procedure. Follow up communication with the user facility confirmed: the physician was using a 5fr. Diagnostic catheter through a 6fr. Glidesheath slender ; he procedure was completed successfully; and the patient's condition is reported as "stable."